Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer changed out the battery but the issue was not resolved. Customer also had an unexpected restart alarm. Customer's mother stated that the belt clip was broken. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump alarmed for a reset error after a battery change due to a voltage leak on a connector of the interface board. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.